Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. No repairs were performed for the reported condition. Additional information: the user software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a failure code 804:26. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.